Manufacturer narrative:
The investigation determined that the event was caused by the missing or improperly placed electrode o-ring and the loose tubing. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation did not identify a product problem.

Manufacturer narrative:
The electrode lot number of the new electrode is 32231048. The expiration date was requested but not provided. The electrode lot number of the old electrode was requested but not provided. The field service engineer (fse) inspected the analyzer. He noted a missing o ring in the electrode and a loose tubing. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from one patient sample tested on the cobas integra 400 plus cu. The reporter stated that they have qc issues and anion gap discrepancies with the new electrode. They recalibrated and performed electrode service several times to troubleshoot. They then replaced the new electrode with the previously onboard electrode and the qc recovery matched the qc prior to the new electrode. The patient sample was rerun using the previously onboard electrode. The initial result did not match the patient's history and was not reported outside the laboratory. The initial sodium result was 134 mmol/l. The repeat result was 143 mmol/l. The repeat result was deemed correct.